Manufacturer narrative:
Analysis of the lead model 3389s-40, lot # v824010 found the distal end of the lead to be bent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted when analysis is complete.

Event description:
It was reported that the lead was found to be bent when it was taken out of the box. The lead was not implanted and a different lead was used. There was no patient injury. It was noted that the manufacturer representative was not aware of any other leads that had the same issue.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.